Event description:
It was reported that on (B)(6) 2013, during a procedure to remove a synfix-lr system, eight devices were either broken, bent or compromised during surgery. The surgeon was performing an l-5-s-1 anterior lumbar interbody fusion synfix removal due to the patient having osteomyelitis. The synfix aiming device and implant coupling devices were torqued and significant pressure was put on the devices. The first jointed screw driver broke (serial number (B)(4)) completely off as the surgeon placed it in the last screw. He spun the driver counter-clockwise and the device broke at the joint. The surgeon then used another jointed screwdriver (serial number (B)(4)) to remove the screw and the driver bent where the jointed portion and shaft meet. The implant holder was threaded and after being threaded the nipple portion snapped off while it was being pulled through. The two handles with quick coupling were both bent where they are connected to the shaft during the removal of the last screw on the plate. The end plate elevator was chipped at the top part during removal as well. The surgery was successfully completed. This is report 1 of 13 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR-the manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Manufacturing evaluation was conducted. The report indicates that the position memory can be lost due to forcible use or wear and tear. The manufacturing records show that the correct material was used and the production procedure was according to the specifications. A manufacturing conclusion cannot be presented due to the condition of the product. This complaint is deemed indeterminate from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported that the surgeon does not believe the infection and the synfix system have anything to do with one another. Surgery was delayed 2 hours. It was completed successfully with report of no patient injury. Device is an instrument and is not implanted/explanted. (B)(4).

Event description:
It was reported that the surgeon does not believe the infection and the synfix system have anything to do with one another. Surgery was delayed 2 hours. It was completed successfully with report of no patient injury.